Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr iab. The three sheaths typically supplied with the insertion kit were returned for evaluation. No blood was noted on the catheter. The bladder membrane was fully unwrapped. The one-way valve was tethered to the short driveline tubing. Two kinks were noted approximately 19.0 and 22.0cm from the distal tip of catheter. The bladder thickness was measured at various and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. A leak was immediately noticeable from bladder membrane. Under microscopic inspection, a cut consistent with contact from a sharp was noted approximately 7.5cm from the distal tip. No abrasions were noted. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of leak suspected is confirmed. A cut consistent with contact from a sharp was noted on the bladder membrane. No abrasions were noted. The root cause of the cut is undetermined.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted via the patients femoral artery. "The balloon pump had a leak and that impede well inflated." The iab was removed and a second iab was inserted successfully. There was no reported patient death, injury or complications. Medical / surgical intervention was not required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted via the patients femoral artery. "The balloon pump had a leak and that impede well inflated." The iab was removed and a second iab was inserted successfully. There was no reported patient death, injury or complications. Medical / surgical intervention was not required.